Event description:
It was reported that difficulty crossing a placed stent and stuck in stent occurred. The 80% stenosed target lesion was located in the moderately tortuous and severely calcified internal carotid artery (ica). A 4.0mmx20mmx135cm (4f) sterling balloon catheter and a carotid wallstent were selected for use. During the procedure, the balloon was unable to cross the implanted carotid wallstent after ica stenting because the balloon tip was stuck on the stent strut. The balloon was removed through the 7fr guiding catheter, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.